Event description:
It was reported that the 9800 system had no live video on the left monitor prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high resolution monitor function was replaced, upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.